Manufacturer narrative:
(B)(4). Batch # l92v4l. The device was received with the top jaw attached and not missing as reported. The tip of the I-blade was broken off and not returned with the device. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a ventral hernia procedure the device broke in the middle of the case. The jaw broke off. It was not known if the jaw fell into the patient. It was not known how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4), information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please, confirm that the jaw broke off of the device. If not, what did break off of the device? Did the jaw or the broken piece fall into the patient? Was the broken jaw or piece retrieved from the patient? Is the broken jaw or piece being returned with the device?